Manufacturer narrative:
Please note that in the dfu of the proglider, it is clearly mentioned that "this product contains nickel and should not be used for individuals with known allergic sensitivity to this metal". Moreover, the customer also informed us that the file has been used five times. Please note that in the dfu of the proglider , it is clearly mentioned that " "proglider® files are single use devices" and that "they can become less efficient after multiple uses causing undue stress to the file. This can lead to file separation." There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proglider file broke during use. The outcome of the event is unknown as of this MDR evaluation. However, the following information is brought to our attention: the patient is allergic to nickel.